Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue of error code ¿e116¿ was not able to be duplicated. The reported issue not confirmed. The device was tested, placed on five (5) hours burn in testing and found on issue. Unrelated to the reported issue, during inspection, the rx module of the device found damaged and needs to be replaced with new taps and cooling sheet. No rust found on gpu connecting pins. Device software version is 1.04 with bios version ia002.100.som0.101. In a follow up communication for device evaluation results to customer, the customer representative (rep) informed service repair that when helping out the customer onsite when the unit started giving the error code, the unit was behaving erratically. In addition, the rep. Stated that inside the camera connector port, there was visibly cracked glass/plastic and when connected a camera, it would sometimes give error e116 and sometimes error e224. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
Customer reported with an issue of e116 error camera control unit malfunctions on the device. The issue was found during preparation for use. There is no patient involvement associated on this event. No user injury reported.

Event description:
The case was a therapeutic laparoscopic cholecystectomy. The laparoscopy towers were swapped out. The procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections b5, e2, e3, and g2 were corrected: the information was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the e116 and e224 errors could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "9.2 troubleshooting guide: ·code:e116 ·error message:otv error ·possible cause:camera control unit malfunctions. ·solution:immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. ·code:e224·error message:camera head communication error ·possible cause:camera head communication is failed. ·solution:immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus." Olympus will continue to monitor field performance for this device.